Event description:
During explant, the lead broke and the electrodes remained in the patient. No adverse effects to the patient were reported.

Manufacturer narrative:
Patient code: 3165 - labeled no. Device code: 1261 - labeled no.